Event description:
The customer alleges they broke 3 toes on their right foot because their foot dropped and got caught on the carpet. The consumer was not using the front riggins at the time of the alleged incident.